Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone: (B)(6). Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. During catheter manipulation in the left ventricle (lv) with a stsf and a vizigo guiding sheath, a cardiac tamponade occurred. The stsf was used in an inverted loop so that the shaft of the catheter was located in the apex of the left ventricle, and the tip of the catheter was directed towards the mitral valve. After advancing the guiding sheath along the catheter, it seemed that the shaft of the catheter kinked. Together with the push of the sheath, and the kinked shaft of the stsf, a tamponade in the area of the lv apex occurred. The pericardial effusion could not be stopped conventionally. Open-heart surgery was indicated. The operation was successful, and the patient was stable after the procedure. The procedure was delayed by 90 minutes. The damage did not result in wires being exposed or any lifted or sharp rings. No visual damage was observed. There was no resistance or difficulty during insertion or removal of the catheter. The catheter weas not pre-shaped. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that the sheath was advanced too much into the ventricle. There was no malfunction of the involved products observed. The adverse event occurred at the end of the procedure, ablation was already completed. The adverse event was not related to ablation. The patient left the operating room (or) in stable condition. The patient required extended hospitalization because of the adverse event due to the open-heart surgery. The generator used was a stockert, smartablate system. A transseptal puncture was performed with an unknown needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred after the ablation phase, during catheter maneuvering. The irrigated catheter flow setting was stsf standard. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag parameters for stability were used 3mm, 3g, 3s, 25% fot with no additional filter used with the visitag and color options used prospectively was fti. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The bent shaft was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 21-jun-2022. The device evaluation was completed on 10-jul-2022. It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. During catheter manipulation in the left ventricle (lv) with a stsf and a vizigo guiding sheath, a cardiac tamponade occurred. The stsf was used in an inverted loop so that the shaft of the catheter was located in the apex of the left ventricle, and the tip of the catheter was directed towards the mitral valve. After advancing the guiding sheath along the catheter, it seemed that the shaft of the catheter kinked. Together with the push of the sheath, and the kinked shaft of the stsf, a tamponade in the area of the lv apex occurred. The pericardial effusion could not be stopped conventionally. Open-heart surgery was indicated. The operation was successful, and the patient was stable after the procedure. The procedure was delayed by 90 minutes. The damage did not result in wires being exposed or any lifted or sharp rings. No visual damage was observed. There was no resistance or difficulty during insertion or removal of the catheter. The catheter weas not pre-shaped. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed the shaft bent. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30700738l number, and no internal aciton was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).